Manufacturer narrative:
The information on concomitant product was not included in the initial report. The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical treatment as a result of the site issue. Customer's blood glucose level was 163 mg/dl. Customer reports they had blisters and scar all over the stomach. Customer states insulin pump had scratches on the screen. Customer states reservoir was able to lock in place when inserted into the insulin pump. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. The sensor will not be returned for analysis.